Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and no foreign material found in the biopsy channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that foreign material exited from the biopsy channel of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information by olympus europa se & co. Kg (oekg), the reported event occurred during the procedure and the user completed the procedure with the device. The details of the foreign material coming out of the biopsy channel are unknown. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by customer's reprocessing or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.